Event description:
No additional information information received from customer.

Manufacturer narrative:
This report is a correction to capture that the event was submitted in error. At the time this was submitted, this issue was not reportable as it would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented error e237 before examination.